Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level however a specific value was not provided. Customer stated the reason for the elevated bg level was unknown. A manual injection was delivered to address bg level. The customer declined troubleshooting with tandem technical support for the reported high bg.